Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the reported failure was confirmed and reproduced. The erbe generator was placed on an in-house system and was run in normal mode. The c-34 error occurred on startup.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer reported repeated c-38 errors on the erbe generator. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The system was tested and the fse found c-34, m-01, and c-38 errors at power up. The erbe generator was found faulty and was replaced to correct the issue. After replacement, the system was tested and verified as ready for use. Isi received the erbe; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received. A review of site history found a related complaint under patient identifier (B)(6), in which another incident of the reported issue was documented and reported.